Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) y-type blood/solution sets were leaking at the connection to a non-baxter device. This occurred during infusion. Both events involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information : a photograph of one sample was provided for evaluation. Visual inspection was performed on the photo and a leak was noted at the union of the tubing and the male luer. The reported issue was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.